Manufacturer narrative:
(B)(4). Method: device history reviewed. Result: device history review found the product met specifications when released for distribution. Conclusion: device remains implanted; exact cause of event cannot be determined. No medwatch form was received from the user facility, therefore, information on the medwatch form 3500a was completed by medtronic with information received from the healthcare professional. The valve remains implanted; therefore, the product is unavailable for evaluation and no results can be provided. Review of the device history record shows the device met all manufacturing specifications for product released to distribution. The event report shows lvot/ao velocity ratio has decreased from 0.42 postoperative readings on (B)(6) 2004 to 0.28 on (B)(6) 2005. The valve remains implanted, unknown if the device will be replaced. Conclusion: no report of surgical intervention has been received; the valve remains implanted. An exact cause cannot be determined for the reported product problem.

Event description:
Information received indicates the valve remains implanted; no report of surgical intervention has been received. Surgeon stated that aortic stenosis developed approximately three months after device implantation and the patient has symptoms of congestive heart failure. Tee demonstrated decreased mobility of one valve cusp. The valve remains implanted with no anticipated date of explant reported.